Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by hardware connection issue. The field service engineer reconnected all the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, unable to open. The customer reported there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.